Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/13/2009, 03/23/2009. And 03/27/2009 by fax, phone and mail. A completed questionaire has not been received. This report was mailed to FDA on: 04/08/2009.

Event description:
A consumer reported experiencing double vision, astigmatism, and decreased night vision following bilateral intraocular lens (iol) implant surgery. Additional info has been requested. There are two medical device reports associated with these events. This report is for the right eye.